Event description:
It was reported that the patient presented for replacement of the pulse generator due to suspected premature battery depletion. The generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image and session records indicated autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.